Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "in the middle of an operation, the ventilator reports a circuit leak; dopes checks carried out several times without any findings; the patient becomes increasingly difficult to ventilate; the room starts to smell of sevoflurane, so it is clear that there is a leak somewhere. A tear in the filter on the ventilator hoses is then found. Clinical consequences: the filter is replaced, and the problem is solved". Additional information received states that "the patient briefly desaturated below 95% until the error was found. The patient's health was not affected by the error".

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that "in the middle of an operation, the ventilator reports a circuit leak; dopes checks carried out several times without any findings; the patient becomes increasingly difficult to ventilate; the room starts to smell of sevoflurane, so it is clear that there is a leak somewhere. A tear in the filter on the ventilator hoses is then found. Clinical consequences: the filter is replaced, and the problem is solved". Additional information received states that "the patient briefly desaturated below 95% until the error was found. The patient's health was no affected by the error".